Event description:
A report was received that the patient had incisional pain. The physician assessed that he could feel the anchors though the skin with no erosion. The patient underwent a revision procedure wherein the anchors were buried deeper. The patient was doing well postoperatively.